Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow and high pulsatility index (pi) events with associated blurry vision. These episodes often happened towards the end of dialysis runs. Log files were sent for review. There were no unusual events recorded in the log file event history. The files did not show any low flow events or low flow alarms, and the pi did not seem to be elevated in the log files. The mechanical circulatory support (mcs) equipment appeared to have operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the log files was unable to confirm the reported low flow alarms. A specific cause for these events could not conclusively be determined through this evaluation. Review of the log files showed the system operating as intended at the set speed. No notable events or alarms were captured. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction and other neurologic events (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists infection and neurological dysfunction as potential late postimplant complications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.